Event description:
It was reported by the customer that a pyxis medstation system had a drawer failed to open. Customer confirmed that the user unable to issue med to the patient during the malfunction and there is delay in getting medication needed for a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer failed to open. A dispatch for a field service engineer has been canceled. However, this was a duplicate service request. The system functioned as intended.